Event description:
The remote monitor was returned to the manufacturer, analyzed and tested out of specification. There were no patient complications reported as a result of this event.

Manufacturer narrative:
On (B)(4) 2012, medtronic crdm initiated a removal to analyze the wireless telemetry functionality and any potential effect on implanted device longevity. This monitor was returned in response to this removal. Analysis of the returned monitor identified a failure in the receiver circuitry. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the monitor was returned and analysis found that the monitor's telemetry "c" would transmit but not receive. The failure was attributed to fluid ingress resulting in dendrite growth between areas of differing voltage potential. A voltage regulator was observed to not produce the required voltage to the receiver oscillator, disabling the monitor's telemetry "c" receiver functionality.